Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient due to a water leak. The user examined the catheter and saw no obvious holes or tears, but the balloon was completely deflated. It happened on two occasions with the same catheter from the same lot. The patient had used each catheter for a few weeks, each time.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿balloon collapses¿ with a potential root cause of " inflation / drainage lumen wall perforated". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter fell out of the patient due to a water leak. The user examined the catheter and saw no obvious holes or tears, but the balloon was completely deflated. It happened on two occasions with the same catheter from the same lot. The patient had used each catheter for a few weeks, each time.